Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was 433 mg/dl. The customer reported that they had high blood glucose levels because she struggled with battery change and received battery out limit error. The customer performed troubleshooting for battery out limit and also stated that the belt clip of the insulin pump was broken. The insulin pump will not be returned for analysis.